Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to psv.

Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation confirmed the reported device damage. A visual inspection found the balloon attachment groove had broken off from the ultrasonic transducer. There were nicks and scratches noted on the ultrasonic transducer. The insertion tube was found collapsed at the 52cm mark. Air leakage was observed from the biopsy channel distal end and the biopsy port. A boroscope was used to check the biopsy channel and found no foreign materials in the channel. The scope was serviced and returned to the user facility. Based on the investigation findings, the cause of the reported event is likely attributed to user handling and operator¿s technique. The instruction manual for use provides several warning and caution statements in an effort to prevent scope damage. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected. If the irregularity is still suspected after inspection, contact olympus. Transnasal insertion of the endoscope should be performed carefully. If resistance to insertion is felt, or the patient reports pain, stop insertion immediately. Otherwise, operator and/or patient injury can result or the endoscope could become lodged and be difficult to withdraw. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged.¿

Event description:
Olympus was informed that during an endobronchial ultrasound (ebus) procedure, the tip of the scope fell inside the patient when the physician was removing the scope from the patient. The physician retrieved the device fragment. No patient injury reported.